Manufacturer narrative:
The customer reported signal loss. Attempted to replicate the customer's complaint using similar configurations iphone 12 with ios 17.1.2 for app version 2.10.2.7677 and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 13 with operating system 17.2.1 , app version 2.10.2.7677 17.2.1 . Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced symptoms reported as "unconscious" which led to having loss of consciousness. Additionally, the customer was unable to self-treat due to symptoms, requiring a hcp treatment of two glucose gels and unspecified food for the treatment of hypoglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 13 with operating system 2.10.2.7677 version. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced symptoms reported as "unconscious" which led to having loss of consciousness. Additionally, the customer was unable to self-treat due to symptoms, requiring a hcp treatment of two glucose gels and unspecified food for the treatment of hypoglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.